Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with ceftazidime and cefazolin (1 gram, frequencies not reported) intravenously. The outcome of the peritonitis event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up, it was reported that the patient¿s catheter was removed and dianeal therapy was discontinued. The patient had not recovered from the peritonitis event and antibiotic treatment was ongoing. Should additional relevant information become available, a supplemental report will be submitted.